Event description:
It was reported that a pericardial effusion occurred. A watchman access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. The procedure was successfully completed without incident. Two devices were used during the case. Approximately 4 hours later, a pericardial effusion was discovered. A pericardial drain was placed and left overnight to successfully resolve the effusion. The patient was stable and has been discharged from the hospital.